Event description:
It was reported by the customer that an intraocular lens (iol) had a haptic stuck inside the injector and lens was inside the patient. It was also reported the haptic stuck to haptic and haptic stuck to optic. Through follow up, it was learned that the trailing haptic broke off and remained in the inserter while the other haptic was implanted in the eye. The lens was fully inserted and had to be cut and removed. Another johnson & johnson lens, model dib00 21.5 diopter was successfully implanted as a replacement without complications. No unplanned surgical procedure nor medication outside the standard care was required. The iol was discarded. No other information was provided.

Manufacturer narrative:
Section e1: telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts have been made to obtain missing information. However, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.